Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while the spybite forceps was passed through the scope, it was noticed that the spyscope ds working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.